Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached close to site location. The site location was the patient's abdomen, and the pump was also located on the same side. The infusion set had been used for one day. The infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.